Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2018-02713. It was reported the patient experienced infective stimulation from the scs system. X-rays revealed the patient's leads have migrated to the right. As a result, the patient underwent surgical intervention on (B)(6) 2018, where both leads were repositioned. Reportedly, the patient received effective therapy post-operative,